Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that during intraocular lens (iol) implantation, a scratch on the lens was noted. Based on new information received, the scratched lens was removed in an initial procedure from the patient's right eye. There was no patient harm.